Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a perforation and bleeding requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. While advancing the steerable guide catheter (sgc), perforation of right vena iliaca communis occurred. Progression of the sgc was stopped and it was left in place. With contrast agent it could be seen in fluoroscopy, that the sgc was outside the vena iliaca and retroperitoneal bleeding was verified. A surgeon was called in and the sgc was removed. A 26fr sheath was placed in the femoral vein and a non-abbott device was implanted into the vein. The bleeding was stopped and verified via IV contrast agent. The mitraclip procedure was aborted and the patient was admitted to the intensive care unit (ICU). No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received:it was noted that the sgc did not follow the stiff wire, instead the sgc took a slightly different path and pried out the stiff wire out of the pulmonary valve. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported unintended movement of the sgc could not be determined. The reported perforation of vessels and hemorrhage (bleeding) were due to the unintended movement. The reported patient effect of perforation of vessels and hemorrhage as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.